Manufacturer narrative:
This report is for two unknown screws: spine/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision surgery. An unknown plate and two (2) unknown screws were removed because the patient had stenosis at the level below the plate. The patient was very large and so the surgeon wanted to add another level. There was a surgical delay of twenty (20) minutes. Procedure was completed successfully. Patient status is unknown. This complaint involves two (2) devices. This report is for two (2) unknown screws. This report is 2 of 2 for (B)(4).